Event description:
It was reported that (1) hp052 was used during a laparoscopic general surgery procedure. It was reported by the rep that the surgeon was using the harmonic scalpel hp052 handpiece and the device stopped performing. The device was replaced and case was completed. There was no consequence to the pt.